Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting discordant sars result on mildly symptomatic patient. Customer states they received a faint positive sars result with the quidel test but negative with other rapid antigen tests. No confirmation testing was performed. Customer had 3 faint positive results; report 1 of 3.